Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was not duplicated in the fa lab.no functional or performance issues were found. Correction: d4:correct UDI information provided h4:provided correct device manufacturer date".

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us where display went into blue screen when the unit was turned on before being put on a patient. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.